Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. During follow up with tandem technical support, the customer was able to change out the cartridge and their issue was resolved. The customer's blood glucose level was 340mg/dl with mild ketones. The customer had taken a bolus.